Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at end of life (eol). The device functioned normally throughout testing and telemetry operations were normal. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
--

Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion (pbd). The device showed two years remaining longevity with a magnet frequency of 100 ppm several months ago. Recently, the patient came to the hospital and reported dizziness and not feeling well. The physician did indicate that these complaints were not related to the device and that the patient had normal rhythm under atrial fibrillation. The device was stimulated on the electrocardiogram but the physician was unable to interrogate it. It was assumed that the device was at end of life (eol) and thus, was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.